Event description:
"The surgeon inserted an insufflation needle through the umbilicus, but was unable to insufflate after several minutes. The needle was removed, wiped off and reinserted. After several minutes of insufflation, the abdomen was still not very distended. However, the surgeon went ahead with inserting the trocar. The trocar penetrated the bowel." The product did not malfunction. The bowel was repaired and the case was finished open. Hospital stay was required. The general surgeon on call remarked that he felt the patient's bowel had been insufflated because she had air all the way up to her small bowel. From information supplied by the representative as stated above, it appears the insufflation needle (not applied medical device) penetrated the bowel and bowel was insufflated. The kii access system did not malfunction, additionally, the instructions for use clearly state ensure "an adequate level of insufflation".

Manufacturer narrative:
Product is not being returned to the manufacturer for evaluation. If product is returned, evaluation will be completed and final report will be submitted.